Event description:
Revision surgery - due to the patient's shoulder chronically dislocating; the surgeon went in and replaced with a bigger ball and a thicker poly.

Manufacturer narrative:
The reason for this revision surgery was to alleviate chronic patient joint dislocations. The length of time the implant was in-vivo is unknown as the original surgery date was not provided or determined. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records and investigation history was not conducted since a lot number was not provided or could be established for the original surgery. Multiple searches of the patient database could not confirm the part or lot numbers or any information identifying the date of the original surgery. The root cause of this event was not reported. This event is deemed to be non-product related. No other conditions relating to this event could be determined with confidence. Factors that may cause joint dislocations that are not associated with the implants are; incorrect implant selection, incorrect surgical technique or patient bone deterioration. There are no indications of a product or process issue affecting implant safety or effectiveness.